Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual and optical inspection confirms the tip is not broken. Dimensional inspection of relevant dimensions confirms conformance to print specification. The tip has been worn, with the approximately 3mm of the tip plastically deformed in a ccw direction, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l1-ilium. It was reported that the tip of the driver broke off during use. No patient complications were reported.